Manufacturer narrative:
Subject device not available.

Event description:
It was reported that when the contrast media was injected into the microcatheter that there were holes in the microcatheter. There was no clinical consequence to the patient.